Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 3.3 mmol/l and 13.3 mmol/l 2. 11.7 mmol/l, 13.8 mmol/l, 14.0 mmol/l, and 6.8 mmol/l sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected products.

Manufacturer narrative:
The event occurred in (B)(6).